Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a complicated cardiopulmonary history consisting of chronic nerve hypoventilation secondary to phrenic nerve palsy, mixed obstructive and restrictive lung disease resulting on chronic hypoxia, severe aortic stenoisis and tavr conduction abnormalities. The patient also had a history of atrial fibrillation on coumadin, hypertension, hyperlipidemia, diabetes, obstructive sleep apnea on CPAP and dysphagia. On (B)(6) 2015 the patient had presented to the hospital with a fever and worsening hypoxia and altered mental status. It was identified that the patient had an urinary tract infection and was treated with antibiotics but continued to have a waxing and waning mental status. The patient was transferred to another hospital on (B)(6) 2015. Upon transfer, the patient was found to be hypernatremic with negative labs for reversible causes of altered mental status. As a result, the patient's altered mental status was suspected to be due to the presence of multiple infections with exacerbation by hypernatremia. The patient continued to be treated with antibiotics and palliative care and options were discussed with the family. On (B)(6) 2015, a respiratory therapist was setting up the patient's CPAP when the patient appeared to choke and became apneic with no detectable blood pressure or pulse. The patient had a dnr/dni and efforts were ceased; the patient deceased. The cause of death was unknown. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported